Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-00487, reference MFR. Report#: 1627487-2018-00488. It was reported low impedance was present during an implant procedure of an additional lead and extension. Normal values were shown after the extension was inserted into the ipg header a couple of times.